Manufacturer narrative:
The technician found the head cylinder panels were worn and the pressure was low. The technician replaced the head panel gas springs to repair the stretcher.

Event description:
Info received indicates the head panel moves down when weight is placed on it.